Event description:
The reporting facility reported a triad skull clamp was involved in a slip and skull fracture-suffered superficial scrape. The three month old infant suffered a scrap to the skull which measured several inches in length; however, did not require staples or sutures. Ointment was applied to the wound. The infant is slowly recovering.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.